Event description:
It was reported that a pd cassette leaked. This was further described as "found leakage of dialysate fluid on the wings which was connected to supply line". This occurred at the patient¿s home during priming for automated peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.